Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The blood glucose level did not come down even after changing the infusion set. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.